Event description:
The customer observed a red fluid leak of 3 ml from a coulter lh 750 hematology analyzer. The leak was not contained within the instrument and the analyzer display intermittently went blank at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The fse evaluated the instrument on (B)(4) 2015. The fse found a plugged check valve, cv47. He replaced cv47 and the instrument ran without any leaks and blank displays. The repairs were verified per established service procedures. (B)(4).